Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced restart alarm 38 with consecutive motor stall and insulin occlusion alerts, resulting in failure to infuse insulin until the user performed troubleshooting that included a dry run and then a full supply change with new cartridge, connector, and tubing, after which delivery resumed and glucose returned to range. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting, with the issue linked to stalled motor function and infusion failure, and the connector or related components suspected as contributors, while the device component implicated was the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.